Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged, and the pump was unable to charge without the usb cable being maneuvered in the usb port. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was approximately 180 mg/dl.